Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
During preparation and before use, resistance was noted during removal of the protective sheath and the stent struts were flared. The device was not used, there was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.